Event description:
It was reported that a transmission or communication issue was observed and the implantable cardioverter defibrillator was thought to have been in backup vvi. The patient was advised to go into clinic. No patient consequences were reported.

Event description:
New information received from the clinician notes there was no problem noted with the device. The device had reached the normal elective replacement indicator (eri). The device was explanted for reaching normal eri and the patient needed an upgrade. No patient consequences were reported.

Manufacturer narrative:
The reported events of backup vvi and no communication were unconfirmed. The device was interrogated in the lab, communication was successfully established with inductive and radiofrequency (rf) telemetry, and the device presented in normal operating mode. Functional testing was performed, which included sense testing, impedance measurements, high voltage (hv) output measurements, pace output measurements, and patient notifier activation, and the device showed normal function.